Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13apr2020.

Event description:
It was reported that the unit would not power on. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 20may2020. B4: 21may2020. Multiple attempts were made to obtain evaluation and repair information; however, no additional information was provided. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.